Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the event concerns a (B)(6) female with a history of rectal surgery in (B)(6) 2017 and following fecal incontinence. The end user was trained in peri-anal-irrigation with peristeen by a stoma care nurse on (B)(6) 2018. The incident took place on (B)(6), where the end user experienced pain during catheter insertion. She contacted the hospital where a scanning confirmed a bowel perforation.